Manufacturer narrative:
Unknown taper medwatch sent to FDA on 04/21/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. The reporter indicated the device information and implanting physician information are unknown. To date, neither the device nor any further information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses possible outcomes of gastric prolapse (band slip) as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.

Event description:
Reported as: a patient with the lap-band system was reported to have "had surgery for a gastric prolapse. Due to the gastric prolapse, the entire lap-band was removed."